Manufacturer narrative:
Siemens is in the process of evaluating this event. The cause of this event is unknown.

Event description:
The customer reported discordant elevated po2 results on the rp 500. The patient who has chronic respiratory failure and wearing an oxygen mask is well controlled around 100mmhg. There was no report of injury due to this event.

Manufacturer narrative:
Internal review of the customer's available data files indicates that the oxygen sensor was stable during the time of the escalated event. Analysis suggests that the high po2 value was valid, based on the sample presented.

Event description:
Time, po2 values: 1:54, 111.4; 4:03, 357.6; 6:05, 98.9.